Manufacturer narrative:
Given the limited amount information provided, it is not clear what role, if any, the lava ultimate may have played in the reported tooth extractions.

Event description:
On (B)(6) 2016, a dental professional reported that 5 patients required extraction of teeth. These teeth had restorations made from lava ultimate cad/cam restorative for cerec. Investigation into this report is pending at this time; the dentist did note that in his opinion, the seal between the tooth and the lava ultimate restoration had been lost and this leads to serious problems.